Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs, requiring multiple prompts before the system is able to register the inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.